Event description:
It was reported that the patient leant down to get something out of his refrigerator and felt like his stimulator had switched off. He checked the ins using the patient programmer and discovered that it was still on. The patient did not feel he was getting any therapeutic benefit and he experienced a "wave of electricity" through his body every hour or so. This persisted for several days, but immediately stopped when the patient turned his stimulator off. The patient's neurologist re-programmed the device, and the patient reported an initial improvement in the symptoms, but then found there was little therapeutic benefit and that the waves of electricity were occurring about once a day. The system was interrogated and impedance measurements showed that the programmed electrodes high. The hcp reprogrammed the device using contacts with in-range impedance values and the patient noticed an improvement in his movement and his handwriting. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had not experienced a power-on-reset. Impedance testing showed all electrode pairs with contact 0 had elevated impedance values. Group impedances were measured as 'high'. Reprogramming seemed to help with symptom control, and no surgical intervention was planned.

Manufacturer narrative:
The session data and trace report for the related ins (B)(4) were pulled from the card, dated (B)(4) 2012. Electrode impedances showed most electrode pairs out of range. Since the actual lead and ins were not returned for analysis, the cause of the high impedances could not be determined. No analysis was performed on the 8870 bbk card.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3387, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Adaptor: model 64001, lot# unknown, implanted: (B)(6) 2011.